Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaints that alleges false negative or discrepant results when using kit rapid detection of sars-cov-2 veritor ce (mn# 256089), batch number provided was invalid. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation could not be performed as the batch number provided is incorrect. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that a false negative result when using the bd veritor sars-cov-2 kit (item 256089). "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that a false negative result when using the bd veritor sars-cov-2 kit (item 256089). "